Event description:
The device was returned for service. During service the device failure code 535:844:0000 was found. The hospital representative stated they have no record of any patient incident involving the pump since the last baxter service event.